Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the ostial left anterior descending artery. A 3.50x28mm promus element plus stent was implanted for treatment. However, during post dilation, a proximal edge dissection was noted. Another 3.5x16mm promus element was used to cover proximally overlapping the stent and covering the edge dissection completing the procedure. No further patient complications were reported and the patient status was stable.